Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the tissue pad peeled off an olympus front-actuated grip during an unspecified therapeutic gastrointestinal surgery, which was completed with an olympus back-up device. There was no patient injury reported.